Manufacturer narrative:
(B)(4).

Event description:
The catheter was disrupted during a previous spine surgery. The catheter was dislodged from the spinal space. The pt experienced withdrawal. On (B)(6) 2011, the pump was alarming. Telemetry confirmed a critical alarm was occurring; alarm due to zero ml reservoir volume reached. The pump was refilled and the catheter was replaced. The pt's outcome was reported as "serious-injury/illness-recovered without sequelae". The device system was used to deliver hydromorphone (5 mg/ml, 0.8 mg/day).